Event description:
The plaintiff's attorney alleged that the plaintiff experienced congestive heart failure on or about(B)(6) 2011, after the use of the product. In addition, the plaintiff's attorney alleged" fresenius dialysis machines are defective and unreasonably dangerous due to adequate instruction and warnings when used with granuflo, in that the operator must "halve' the acetate level to account for the dangers inherent in fresenius concentrated dialysates".

Manufacturer narrative:
This is one event (congestive heart failure) for the same pt involving three separate products; associated MDR # 1225714-2013-03628 and 2937457-2013-00406.